Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarmed on 07/18/2024 10:39:00.000 with variable (02) due to hardware error found in the traces. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor home switch. Unable to do the force sensor zero offset test due to moisture damage to the flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained). Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to hardware error. Exposure to moisture was confirmed. Blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, reported insulin pump got exposed to moisture. And also reported, blank display. The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1885 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.